Event description:
The customer reported there was no image when the rotation of the c-arm was changed, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.